Event description:
During rectal cancer surgery the stapler misfired and would not release. The stapler head had to be unscrewed to remove from abdomen. When released the staples and everything fell down. The doctor was not able to reattach colon to rectum. Therefore, a colostomy was necessary. Note: radiation and chemotherapy prior to surgery was successful in getting rid of cancer cells. Per pathology report, no sign of cancer.